Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that her husband used the ez breathe atomizer to inhale asthamanefrin inhalation solution. During one treatment, she stated that she saw her husband gagging after inhaling from the atomizer. After exertion, the patient was able to cough the washer up from his throat. The patient then obtained a second atomizer to use, and the washer also fell out of this atomizer during use. The patient did not require any medical intervention or hospitalization during the course of the investigation. Both atomizers are being reported since the initial reporter was unable to determine the serial number of the atomizer that was reported as causing the patient to gag from the loose washer.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequences is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on (B)(4) 2013, respectively.